Manufacturer narrative:
Beckman coulter customer technical service (cts) remotely assisted the customer with the dxa instrument over the phone. Issue not resolved over phone service was sent to the customer site. Investigation in process. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that two (2) unspun serum samples were routed to the au5800 analyzers by the dxa 5000 system. The customer reported the non-centrifuged samples by the dxa 5000 system caused erroneous patient result with multiple chemistries to be generated on the au5800 clinical chemistry analyzer. The erroneous results were released out of the laboratory and later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
Upon, further review of event logs and investigation completed by the beckman tech support team. It was concluded that the system detected the samples correctly as spun due to report layers of the tube inspection unit (tiu). The sme (subject mater expert) suspected potential label interference, as labels should not be placed within 15mm of the tube's bottom. However, this could not be confirmed as there were no tube images available. No hardware parts were replaced. Based on the available information, it does not suggest the system malfunction. This is not a reportable event.